Event description:
It was reported that balloon kyphoplasty was performed on a clinical study pt in (B)(6). The physician injected the cement and a cement leakage through the superior endplate was observed on the c-arm images. Cement injection was stopped when the leak was observed. Reportedly, there was no treatment for the leakage. No additional info reported. Note: at the time of this event, kyphoplasty products were not distributed in (B)(4).

Manufacturer narrative:
Method, device not returned; follow up conversation with company rep.